Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece exceeded maximum temperature rise during testing. There were no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and eval. A condition of the device exceeding the maximum temperature rise was found and then reported. Based on the investigation details, the likely cause was problems with lack of lubrication in the bearings on the rotor assembly. The rotor, motor cartridge, along with other components, were replaced.